Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported nano system blood glucose results of 317 mg/dl and 136 mg/dl within 10 minutes. Customer also reported a second, separate comparison of 172 mg/dl and 95 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.